Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient was not getting stimulation. When they checked with their patient programmer they got a picture showing the ins was low. It was further indicated the pain stimulation device was not working, and not charging. The connector pin was also broken, and the recharger was not working. No out of box failure was reported. There were no reported complications and no further complications were expected.